Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced pelvic floor dysfunction, pelvic pain, recurrent pelvic organ prolapse, infection, scarring, bleeding, dyspareunia, bowel problems and foreign body giant cell reaction to the implanted device. A revision/removal of the mesh and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.